Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet ran out of battery, did not initially respond on the charging pad, then powered on and functioned normally after remaining on the pad, consistent with a premature battery discharge involving the battery component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found despite the reported low-power event associated with the battery component. It was concluded, based on previously established findings for similar reports, that no problem was detected. The user elected to keep the device on the charger for a period and no further assistance was required.